Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump was having issues with lost sensor signal alerts. Patient reported high blood glucose of 500 mg/dl and was treated with the insulin pump. Troubleshooting occurred and problem was not resolved. Insulin pump will be returned for analysis.